Manufacturer narrative:
Unit failed to vibrate during self test due to vibrator motor connector broken red wire. Unit was received with normal operating currents. Also passed restart error test, rewind test, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump does not vibrate. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump did not pass the self test and did not vibrate. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.